Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Dealer stated the chair is doing circles. If you disengage it the left side rolls, but the rights side doesn't move at all.